Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, multiple attempts were made to position the leadless pacemaker (lp) on the lateral aspect of the base of the ra appendage however was unsuccessful due to high impedance, failure to capture, and failure to sense. The device was removed and was examined along with the catheter and a clot was noted on the helix of the lp. The clot was removed, and the lp was attempted be implanted but was still unsuccessful due to no capture. The helix was examined again, and it was noted the helix was sprung. The device was removed, and a new lp was implanted successfully. The patient was in stable condition.